Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing of the patient's premature ventricular contraction (pvc)s, low intrinsic r wave measurements, and noise on the shock channel. The physician was going to reprogram the device. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).